Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. This caused the instrument not to work. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement test but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection found no thermal damage. Additional finding related to customer reported complaint: the instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the maryland bipolar forceps was not working. The procedure was completed as planned with no reported injury.